Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a definitive cause for the reported mitral regurgitation could not be determined. The reported patient effects of mitral regurgitation is listed in the mitraclip ntr/xtr system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event: date estimated. The clip remains implanted. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that after the initial procedure, the patient presented with increased mitral regurgitation. It was reported that the index mitraclip procedure was performed on (B)(6) 2020 to treat functional mitral regurgitation with grade 4. One clip (00120u119) was implanted reducing mr to 1. On unknown date, follow-up transthoracic echocardiography, noted that mr had increased. The clip remained stable on both leaflets and there was no tissue damage noted. The patient was treated with medication, but was unsuccessful. On (B)(6) 2020, a second mitraclip procedure was performed to treat recurrent (mr) with a residual jet of grade 3. One clip was implanted, reducing mr to 1. No additional information was provided.